Event description:
Procedure: cesarean section & hysterectomy. Per the submitted medwatch: "patient undergoing cesarean section and hysterectomy when noted 2 x 2 cm burn on the patient's abdomen likely caused by the bovie. Our clinical engineering department believes there was defect in cord of the bovie which likely caused a short. Device usage problem: device malfunction that is the device did not do what it was supposed to do." Note: the account was contacted and additional information about this event was requested. As well, they were asked if the devices would be returned for evaluation. However, to date no additional information has been received and the device has not been returned.

Manufacturer narrative:
Please note user facility report.